Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
(Lot #) was corrected from 13k22 to 16c4w. Was corrected from (B)(6) 2013 to(B)(6) 2016.